Event description:
It was reported that this pacemaker rv lead was not capturing 4 days after the implantation. The patient had chest pain and was admitted to emergency department. The lead was successfully repositioned the following day.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes confirmed the observed loss of capture in the ventricular channel. The inspection of the provided x-ray showed that the lead under complaint was possibly squeezed in the proximal region from a tight suture sleeve, which might have led to the reported loss of capture. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.